Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the stapler together with its loading unit, were unable to fire and the surgeon was unable to squeeze the handle but he was able to press the green button.